Event description:
It was reported that during an unknown procedure, the device fired one time, but after reloading it would not fire. Suspected something was loose in the jaws. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 8/1/2008. Damaged firing trigger teeth. Evaluation summary: the analysis results found that the instrument was returned with the firing mechanism damaged and no reload present. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed due to condition of the device. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. It should be noted that 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.